Manufacturer narrative:
At this time no conclusions can be made regarding the kugel mesh. The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the attorney alleges that the patient had subsequent surgical intervention due to the kugel hernia patch. The patient's attorney alleges that the patient experienced emotional distress and the device was defective.